Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien teach support engineer (tse) troubleshoots this issue with the customer over the phone. The customer was advised to replace the breath delivery unit (bdu) printed circuit board (pcb). Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).